Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the hcp performed a pyloroplasty with the implant approximately 3 weeks ago and the patient had not had any relief from their gastroparesis symptoms yet. It was noted that the patient was still in the hospital since their implant. No further complications were reported/anticipated. Additional information was received from a manufacturer representative. It was reported that the patient was still in the hospital due to their symptoms of nausea and vomiting. It was noted that they had not received any relief from the procedure that they had three weeks prior for the condition. No further complications were reported/anticipated.